Manufacturer narrative:
The device has not been returned to omsc but was returned to olympus repair center in (B)(4). In the incoming inspection for repair of the device by olympus repair center the following was confirmed; there was a defect in the printed circuit board of the device. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The device has been manufactured for more than 7 years. The exact cause of the reported event could not be conclusively determined, however there is possibility that the reported event that a scope communication error (b30) occurred was caused by repeated use for a long period of time, incorrect customer's handling, loosening of the lock function of the video connector, or foreign material adhering to the electrical contacts of the video connector. And the reported event that the color tone of the endoscopic image was unusual appeared to be caused by defect of the printed circuit boards due to aging of parts. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that a scope communication error (b30) occurred about the device. And the color tone of the endoscopic image was unusual and the white balance did not work. There was no report of patient injury associated with this event.